Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they encountered error on the generator. The tse advised connecting a force triad (ft) generator and energy activation cable or considering a vision side cart change. The ft generator and energy activation cable were located and connected, allowing the case to continue as planned. The customer continued with the procedure as planed without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis team. The failure analysis confirmed the presence of errors, along with other error patterns which were logged in the system. These errors were corroborated by the generator logs and event timeline. The visual inspection noted slight yellowing/discoloration on the front bezel and minor scraping/rubbing on the underside lips of the cover and bottom of the main housing.